Event description:
A customer reported a cartridge alarm 20 that occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer will revert to multiple daily injections (mdi) as a backup therapy. Technical support confirmed the issue with consecutive cartridges and arranged for a replacement pump, with updated software, to be sent to the customer. The customer received instructions on storage mode and returning the current pump to tandem, and acknowledged the steps required upon receiving the replacement.